Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a service required alarm condition indicating a pressure sensor mismatch issue. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor was replaced to address the issue. Additionally, a service required alarm condition indicating an outlet pressure sensor railed was observed. The device's system board was replaced to address the issue. This issue would not affect the device's ability to deliver therapy as a secondary sensor is available. The device's external flow sensor cable functioned intermittently and was replaced to address the issue. The device's inline filter and proximal filter were replaced due to dirt contamination.

Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition indicating a pressure sensor mismatch issue. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.